Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0560, awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (ess205) inserted in 2007. In 2012, the consumer started having problems with abnormal bleeding, abdominal pain, bloating, and nausea. After many doctors and e.r. (Emergency room) visits it was found out that one of the essure coils had migrated from fallopian tube and was embedded in uterus. Surgery had to be done to try to remove the coil, however, the doctor could not get the entire coil out without doing additional damage to surrounding tissue/organs, so the coil was cut and a portion had to remain embedded. This however did not fix all of her symptoms. She had a hysterosalpingogram done and the remaining piece of coil had migrated again, and the consumer had a hysterectomy performed in (B)(6) 2015. There was a complication during surgery and one of her ovaries also had to be removed. According to pathology reports there was no coil to be found in uterus, fallopian tubes, ovary, or cervix. Two weeks after hysterectomy, the consumer rushed to the hospital and underwent an emergency surgery to repair a punctured bowel. She was hospitalized for 5 days and was off of work for 7 weeks. She then had problems with her bowels including diarrhea, constipation, nausea, and cramping. She considered all events related to essure. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Approximately 5 years after the insertion, she started having abnormal bleeding (interpreted as genital bleeding). She found out that one of the oils was embedded in uterus (interpreted as device embedded/partial perforation). A surgery was performed to try to remove, however, the doctor could not get the entire coil out and a portion had to remain embedded. She performed a hysterosalpingogram and the remaining piece had migrated again (device dislocation). The consumer underwent a hysterectomy, cervix and fallopian tubes removal. The remaining coil was not found in the organs removed, according to the pathology report. Two weeks later, she underwent a surgery to repair a punctured bowel (interpreted as traumatic intestinal perforation). She was hospitalized for 5 days. The genital bleeding is serious due to its medical importance. The other events are serious due to required intervention and the traumatic intestinal perforation is also serious since it led to hospitalization. These events are listed in the reference safety information for essure. Considering the nature of these events and the suggestive temporal relationship, these events are assessed as related to essure use. This case is regarded as incident since a device removal was required also due to fact that the traumatic intestinal perforation led to hospitalization. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 11-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Approximately 5 years after the insertion, she started having abnormal bleeding (interpreted as genital bleeding). She found out that one of the coils was embedded in uterus (interpreted as device embedded/partial perforation). A surgery was performed to try to remove, however the doctor could not get the entire coil out and a portion had to remain embedded. She performed a hysterosalpingogram and the remaining piece had migrated again (device dislocation). The consumer underwent a hysterectomy, cervix and fallopian tubes removal. The remaining coil was not found in the organs removed, according to the pathology report. Two weeks later, she underwent a surgery to repair a punctured bowel (interpreted as traumatic intestinal perforation). She was hospitalized for 5 days. The genital bleeding is serious due to its medical importance. The other events are serious due to required intervention and the traumatic intestinal perforation is also serious since it led to hospitalization. These events are listed in the reference safety information for essure. Considering the nature of these events and the suggestive temporal relationship, these events are assessed as related to essure use. This case is regarded as incident since a device removal was required also due to fact that the traumatic intestinal perforation led to hospitalization. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.